Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal baclofen (500 mcg/ml at an unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient's pump was moving and rubbing against the patient's pants making it uncomfortable so the hcp moved the pump and made a tighter pocket. Surgery was performed to fix the pocket. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 160 pounds. The patient's medical history was asked but unknown. Additional information was received from a company representative (rep) providing the serial number of the device.